Event description:
In 2005, a model 305 aspirator failed to operate on the high mode. An inspection of the device revealed a wire terminal had become disconnected from the battery pack. The wire was recrimped in the terminal and the terminal reattached to the battery. The device was tested to specifications and returned to the customer. No pt was involved at the time of the device failure.